Event description:
Manufacturer error involving 30 ml oral dosing cups distributed by (B)(4) (model #c1108). The 10 ml marking is mislabeled with "5 ml." So it states: 2.5 ml, 5 ml, 7.5 ml, 5 ml..." These cups are only dispensed to outpatient pharmacy customers and he is not aware of any dosing errors that have occurred due to this error. He has filed a complaint with the company and the report # is (B)(4). Medication not administered to or used by the patient. Error occurred outpatient service. Patient counseling provided unknown. Call manufacturers for correction inform FDA. Circumstances or events have capacity to cause error. (B)(6).